Event description:
It was reported that patient's neurosurgeon mentioned a patient in (B)(6) that had an issue with her deep brain stimulation (dbs) device interfering with her hybrid car. No patient name or information was mentioned.

Manufacturer narrative:
(B)(4).